Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure within the stomach. According to the complainant, during the procedure the tip of the gold probe detached into the patient. The tip was not retrieved; it was left to pass naturally from the patient. The procedure was completed with a second gold probe device. Reportedly, no damage was noted to the device or its packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Reported event of the tip detaching. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.